Manufacturer narrative:
This lead was returned intact to post market quality assurance laboratory of boston scientific. Visual examination noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing was performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported observations.

Event description:
It was reported that this recently right ventricular (rv) lead implanted exhibited decreasing r wave sensing and increasing shock impedance. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this recently right ventricular (rv) lead implanted exhibited decreasing r wave sensing and increasing shock impedance. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.